Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and error 319 was found indicating a node configure to be present did not respond during system starting up. Upon visual inspection, no issues were found that would be related to the reported event. This axes controller processor (acp) cfg was installed, programmed and tested on the pca is4000 golden system sk0362 where 319 was triggered at startup, replicating the reported event. To troubleshoot and verify the root cause of this reported event, the acp cfg was aba tested, replaced with a known good gold unit, power cycles the system 10x with no error reported, let it idle for 1 hour in normal mode with no error triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that system sk1292 had a repeated recoverable fault 319. A reboot and hard power cycle of the system did not resolve the issue. The surgeon disabled the boom and cart drive which allowed the system to home. However, the customer was unable to drape or move the universal surgical manipulators (usms). The technical support engineer (tse) reviewed the liver error logs and identified error 319 indicating an issue with the axes controller platform (acp) boards. As a result, the customer was unable to use the system. There was no reported injury. Isi followed up with the customer and obtained the following additional information: ports were not placed prior to the issue being identified. The procedure was aborted without injury to the patient. The customer is unable to release patient demographics and patient related information.